Event description:
The customer received a blood glucose reading of 110mg/dl on the contour next link meter, re-tested on a different meter and the reading was 46mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. New meter and test strips were sent to the customer.